Manufacturer narrative:
Device passed the self test and displacement test. No unexpected software error or the motor arm cannot communicate with the main arm during testing however, the formatted history file confirmed software error due to a software error. Hardware low level failures error alarms are confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had software error detected and hardware low level failure alarms. The customer¿s blood glucose level was 205 mg/dl at time of incident. Customer was advised to run self test. The insulin pump will not be returned for the analysis.